Event description:
Upon receipt of the device, the user reported that the operating system was not found on the central control monitor (ccm). Since the event occurred out of box, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.